Event description:
It was reported that guidewire tip detachment occurred. The target stenosed lesion was located in the moderately tortuous and calcified in anterior tibial artery (ata). A 300cm moderate support, j-tip (pt2 5pk) guidewire was selected for vascular intervention below the knee (btk). However, during the procedure, the guidewire tip bent and was broken and difficult to recover from vessel. The tip was caught and removed using a snare tool, and the procedure was completed using new guidewire. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. During product analysis it was observed that the distal end of the guidewire was detached from the rest of the guidewire, and the distal tip was bent. Therefore, the reported device detachment was confirmed.

Event description:
It was reported that guidewire tip detachment occurred. The target stenosed lesion was located in the moderately tortuous and calcified in anterior tibial artery (ata). A 300cm moderate support, j-tip (pt2 5pk) guidewire was selected for vascular intervention below the knee (btk). However, during the procedure, the guidewire tip bent and was broken and difficult to recover from vessel. The tip was caught and removed using a snare tool, and the procedure was completed using new guidewire. No patient complications were reported.